Event description:
It was reported that the patient experienced a backup battery (ebb) fault alarm. A self-test was completed that did not resolve the alarm. The ebb was exchanged on (B)(6) 2023. A controller exchange was later performed on (B)(6) 2023 which resolved the alarm.

Manufacturer narrative:
The reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing. The log file downloaded from the returned controller contained approximately 8 days of data (01feb2023 ¿ 09feb2023 per the timestamp). The log file captured backup battery fault alarms on (B)(6) 2023 from 9:29:21 to 14:47:01 due to the backup battery not passing the load test. The alarm intermittently cleared as additional load tests were performed throughout the log file; however, the alarm returned each time due to the load tests not passing. The backup battery did not pass the load tests due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The alarm cleared at 14:47:01 on (B)(6) 2023 due to an additional load test being performed and the backup battery passing. The driveline was disconnected on (B)(6) 2023 at 15:08:42 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. A corrective action/preventative action (CAPA) has been implemented to address the issue of backup battery fault alarms due to load test failures. The system controller associated with this event was manufactured prior to the implementation of the CAPA. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The manufacturer is closing the file on this event.